Manufacturer narrative:
Evaluated three open and used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a air bubbles. The customer¿s blood glucose level was unknown. Customer stated that they had air bubbles in the reservoir and the approximate size of air bubbles was half the reservoir was filled up with air bubble. The customer was advised to remove the reservoir from pump. The insulin pump will be returned for analysis.